Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hypoglycemia which was treated with glucose/carb intake and observed damage on the pump. The event involved product(s) 78893-01, mmt-386a, mmt-332a and mmt-1884. Troubleshooting was performed, and it was confirmed that the customer had been using the insulin pump system within 48 hours of the reported event, and the auto mode/smartguard feature was active at the time of the event. The customer was advised to check the status screen and visually inspect the reservoir. Upon inspection, it was determined that the reservoir contained more insulin than what was displayed on the status screen. Additionally, the customer confirmed physical damage to the pump, specifically a hairline crack at the bottom of the pump and on the screen/display. No further patient complications were reported. No product return is required for 78893-01, mmt-386a and mmt-332a. Mmt-1884 was requested and customer response was the device will be returned.